Manufacturer narrative:
Failure analysis: the insulin pump passed displacement test, prime/compromised force sensor system test, excessive no delivery test, self test and unexpected restart alarm error test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip damage. The insulin pump passed all operating currents tested within the specifications range and passed off no power test. The insulin pump was monitored and tested with no low battery alert noted. The insulin pump was received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that their insulin pump was damaged had received low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed for damage and noticed half of the o-ring is missing. The insulin pump will be returned for analysis.